Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was in a car accident yesterday and was rear ended and now the stimulation is different. The patient wondered what she could do. The stimulation doesn't seem to be covering the same areas. The stimulation was not same since the accident. The patient stated the ins site was painful as well. The patient was redirected to their healthcare provider. No further complications were reported/anticipated. The indication for implant was non-malignant pain.